Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a spill from an overfilled container of medication, which caused residue buildup and mechanical interference in drawer. The field service engineer resolved the issue by thoroughly cleaning the drawer and the area underneath and verifying functionality through a successful inventory test. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer made clicking noises during recovery attempts. However, there were no delays or adverse events or injuries reported based on this event.